Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose unknown. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was over-delivery. After troubleshooting, the insulin exited not sure if exited. Customer was not able to change or remove set during troubleshooting. Customer was treated with insulin drip. Customer was dispatched on not mentioned. Customer admitted was admitted in the hospital by their own. Customer was admitted 15 days in the hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated he had positive results in ketones test nausea, vomiting abdominal pain difficulty breathing. The device will not return for the analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report.

Event description:
Customer's grandmother reported that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 in the evening and on (B)(6) 2020. Current case is for the (B)(6) 2020 incident. Please see case-(B)(4) for the (B)(6) 2020 incident. Customer had positive ketones, nausea, vomiting, abdominal pain, difficulty breathing, and gastro paresis. Customer had disconnected from the pump since the incident and was using long acting insulin. The insulin pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.